Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor was not connecting occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device, on (B)(6) 2020. Data was evaluated and the allegation was confirmed. The probable cause was determined to be sensor noise. In addition, an early sensor expiration due to potential patient misuse was found in connection to the reported allegation. The reported event of a sensor was not connecting is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.